Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 400 mg/dl at the time of the incident and current blood glucose level was 92 mg/dl. The customer was assisted with the troubleshooting. The customer was treated with the insulin pump as well as with the manual injections. It was stated that the auto mode was active on the insulin pump at the time of the incident. Based on customer's report customer was not alleging the insulin pump for under delivery. The insulin pump will not be returned for the analysis.